Event description:
It was reported that the patient with this electrode received one inappropriate shock due to oversensing of noise. The representative noted that autosetup failed in sitting and supine position. Technical services (ts) was consulted and discussed considering programming in primary sensing vector, raising rate cutoffs and increasing smart change. Ts recommended performing isometrics to try reproduce noise and an x ray. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode received one inappropriate shock due to oversensing of noise. The representative noted that autosetup failed in sitting and supine position. Technical services (ts) was consulted and discussed considering programming in primary sensing vector, raising rate cutoffs and increasing smart change. Ts recommended performing isometrics to try reproduce noise and an x ray. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this electrode had an accident couple of weeks prior to the inappropriate shocks and the physician believes it might be related to the noise. This device was successfully reprogrammed to a different vector with no noise. This electrode remains service. No additional adverse patient effects were reported.